Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). (B)(4) sample without packaging was returned for evaluation. Upon inspection, no leakage or defects were noted on the returned sample. As the reported leakage was unable to be replicated during testing, the root cause of the reported leakage is unknown at this time. Review of the discrepancy management system (dsms) database performed for the reported lot number revealed no abnormalities or non-conformances noted during in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If additional pertinent information becomes available, a follow-up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation, and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: the pump set was taken off of a patient due to leakage from the upper back check valve. The tubing had been used to infuse a chemotheraputic agent (methotrexate). The IV set was in use for approximately 16 hours prior to the leak being discovered.